Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Brand name: unknown. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: not applicable, lens remains implanted. Phone number: (B)(6). PMA/510(k) #: unknown, as the lens model was not provided. Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after surgery of the right eye, the patient was seeing in a very distorted way with red circles. After surgery in the left eye, the patient began to have myopia with measurements of -1.70 in the right eye and 2.00 in the left eye. It was difficult for the patient to move from place to place. The patient was later prescribed new medication. The patient reported that his surgeon said the implants were poorly calibrated since the manufacturer had made them wrong. The patient then asked for a second opinion from another doctor. Before surgery, the patient wore high-corrected glasses for both cases. Currently, patient wearing glasses and has no difficulty seeing. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).